Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned cardiac arrhythmia treatment was performed by the customer when the issue occurred, and the procedure was completed by using fluoro. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk problem; image storage was not possible. Review of the system log file showed that there was malfunction as the image store was not possible because of an image disk problem. Upon troubleshooting fse found that the x-ray pc board was bad. The defective x-ray pc was returned to philips for further analysis and found that there was failure in hard disk drive (hdd) bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1152-2024). To resolve this issue, fse replaced x-ray pc and loaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image disk problem- image storage was not possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.